Event description:
During percutaneous gastrostomy tube placement, t-tracks were used, 1/3 fasteners did not dissolve or fall into the stomach and passed as expected. The t-track adhered to patient's abdomen and became source for methicillin-resistant staphylococcus aureus (mrsa) infection. The t-track was surgically removed.

Event description:
During percutaneous gastrostomy tube placement, t-tracks were used, 1/3 fasteners did not dissolve or fall into the stomach and passed as expected. The t-track adhered to patient's abdomen and became source for methicillin-resistant staphylococcus aureus (mrsa) infection. The t-track was surgically removed.